Manufacturer narrative:
(B)(4). Batch #: r94z3k. Additional information was requested and the following was obtained: what is the severity of the burn (first degree, second degree, or third degree? First degree: no consequences what medical intervention was used to treat the burn? The combustion was cooled are there any anticipated long-term effects from the burn or injury? No what is the current condition of the customer? The customer is fine. The incident has no consequences. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the hpble device was with the 6-32 threaded stud damaged. The device was functional and worked as intended. No temperature issues were noted at any time during testing. It was connected to a generator, evaluated with a test instrument and the hand activation feature was non functional. However, it worked properly with foot switch assembly. The instrument was disassembled to perform an internal electrical test that revealed a hand activation open circuit condition at the cable level , affecting the functionality of the handpiece. In addition the moisture indicator was positive. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. The handpiece has a number of seals to prevent fluids from entering the housing. ¿moisture present¿ describes a condition where water enters the handpiece cavity during the steam sterilization process. The primary path of ingress is the distal seal, this may be caused by a reduction of the compressive force on the distal seal. However no definitive root cause could be drawn. Although no conclusion could be reach on the cause of the reported event. In order to avoid any handpiece temperature issues, it is recommended to allow the handpiece to cool sufficiently after sterilization. Please reference the instruction for use for more information. It is probable that the ingress of moisture affected handpiece functionality. It should be noted that product failure is multifactorial. Although no conclusion could be reach on the cause of the reported event. Please reference the instruction for use for more information additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a thyroidectomy the handpiece became extremely hot. So hot that the customer burned himself on it. There was no harm to the patient.